Event description:
Patient presented for an aortogram with peripheral run off and shockwave angioplasty. During the advancement of the balloon, it was advanced through a calcified vessel that is believed to cause issue with the balloon. It was not until attempted inflation of the balloon that it was noted to be affected. No patient harm.